Manufacturer narrative:
Investigation pending.

Event description:
Caller alleged discrepant results compared with the lab. Results as follows: (meter a): date: (B)(6) 2010, inratio: 1.4, lab: 2.5. (Meter b): date: (B)(6) 1010, inratio: 1.8, lab: 2.53. Meter and lab testing was done on the same day, immediately after each other.